Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had dislodged and due to tissue in the helix the leads were not able to be repositioned. Both of the leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. The distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.